Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device "doesn't feel like it's beating right" and wants to know if there is a way to check the device to see if it is working okay. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.